Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to capture at maximum output and high pacing impedance due to lead fracture. Lead was extracted and replaced. It was also noted that lead became stuck in the extraction equipment and was discarded. Patient condition was stable.